Event description:
Reason for check: chest pain, shortness of breath. Rv unipolar lead impedance warning on (B)(6) 2023. Measured impedance 152 ohms consistent with historical values. See lead trends. Short v-v intervals 198. Reference report mw5147391. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).